Event description:
(B)(6) complaint received. Below is the patient's complaint description: "the lap-band is no good!!! I had it... It was corroding my body. Everybody's body retains acid differently and the device was corroding in my body for the main reason. I've had several friends that have had it also and had to have it removed just as I did. I got a revision and have the gastric bypass. I am very pleased with my decision to have the revision. Please look into your options before you get it. It is really not a good choice for anyone. I feel gastric bypass or sleeve are better choices. Both regular insurance or medicaid accepted can be used for either procedure. Please investigate."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. No response from patient. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.